Manufacturer narrative:
(B)(4). An actual sample was sent in for an evaluation. The sample was spiked into an in-house 1000ml solution bag containing sterile water and re-primed. An in-house secondary set was also spiked into a 1000ml solution bag containing sterile water was then attached to each y-site. Each y-site was then checked for flow. All three y sites flowed normally. The reported condition was not confirmed. The cause of this condition was not identified. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer reported to baxter product surveillance of an unknown baxter set in which the top y-site proximal to the spike had a no flow during an infusion on a patient. This primary set was connected to an unknown baxter secondary set. There was no patient injury or medical intervention necessary. A sample is reported to be available but has not yet been received by baxter. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. The device used in this situation is unknown; therefore, a us 510k number cannot be provided. A batch review could not be performed as the lot number is unknown.